Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the affiliate that during an "hsp" procedure, the device did not fire the staples on one side of an anastomosis; hence, they hand sewed the anastomosis instead using silk 4-0 suture. Upon inspection, the staples were still in the stapler and were not fired. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m53n36. The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition received several malformed staples in the anvil. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition received several malformed staples in the anvil. Further analysis showed that the washer halves were indented; also the knife was noted to have nicks. This damaged is consistent with firing over an already existent staple line please refer to the IFU. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.